Event description:
It was reported that the system 9800 made a loud popping sound during a procedure. An error message was displayed, and the system needed to be rebooted in order to complete the procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the x-ray tube was defective and was replaced. All alignments performed. The system was tested and found to be working as intended and placed back into service.